Event description:
The guide wire tip separated during use and instead of trying to snare it, the physician decided to stent where the tip was, keeping it in place. No pt effects were reported and the pt is doing well.